Manufacturer narrative:
7/17/1998-supplemental report #1 sent to FDA. Corrected data entered in d9. Device evaluation indicated and codes entered in h3 and h6. Device not available for evaluation.

Event description:
The device was used during an annexectomy procedure. Reportedly, the instrument was difficult to close. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.